Manufacturer narrative:
Product was received and evaluated by qe on (B)(4) 2014 and confirmed a breach in the transformer housing. The issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at na vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.6 ohms, which is normal and indicates that the thermal fuse did not blow. Condition of transformer housing.

Event description:
Customer reported originally to customer service that she had low suction. Upon receipt of the product qe eval a breach in the transformer housing was observed which is a safety issue.